Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The patient's blood glucose level was 407 mg/dl at the time of the call. The customer was unconscious three times and had to be revived. The customer did not provide any further information about the incident. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime and self tests. The pump was received stuck in a motor error loop during the bolus/basal delivery and a motor position encoder error alarm was confirmed in the history file. No unexpected reset was noted during testing. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. Unable to perform the error test, excessive no delivery or occlusion tests due to the motor error alarms. The pump had minor scratches on the display window, a cracked case at the display window corner and a cracked reservoir tube lip.